Event description:
It was reported to covidien on (B) (6) 2009 that a customer had an issue with a sequential compression device (scd). The customer states the unit caused some swelling in the pt's leg. Additional info received that the pt experienced light bruising. No treatment required.

Manufacturer narrative:
(B) (6). An investigation is currently underway. Upon completion, the results will be forwarded.